Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer 5 failed unable to recover. A field service engineer opened the drawer and discovered that the insect was physically damaged. The engineer replaced the damaged insect, secured the latch, reinstalled the drawer, and conducted a test on the sensor. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es drawer 5 failed unable to recover. A customer has indicated that a user contributed to a delay in the dispensing of medication to a patient due to a reported malfunction. There were no adverse events or injuries reported based on this event.